Manufacturer narrative:
Citation: yamashita y, sicouri s, dokollari a, et al. Impact of mitral stenosis on early and late outcomes of transcatheter aortic valve replacement for aortic stenosis: a single-center analysis. J invasive cardiol. 2024;36(5):10.25270/jic/23.00307. Doi:10.25270/jic/23.00307 earliest date of publication used for date of event. Medtronic products referenced in the article: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021), and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of concomitant mitral stenosis on outcomes of transcatheter aortic valve replacement (tavr). The study population consisted of 952 patients who underwent tavr for aortic stenosis with either a medtronic valve brand (evolut r/pro/pro+/fx) or a non-medtronic valve brand (sapien 3/3 ultra). During follow-up, the authors recorded one-, two-, and five-year survival rates of 87%, 76%, and 49%, respectively. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following adverse outcomes were also recounted in the article: need for a second valve, stroke, permanent pacemaker implantation, elevated or high mean gradients (<(><<)> 20 mm hg or = 20 mm hg), aortic regurgitation (= moderate), major cardiac structural or vascular complication, rehospitalization for heart failure, and acute kidney injury. No further information was provided pertaining to medtronic products.